Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-01434. It was reported that the patient's leads had high impedances which prevented the ipg to be set to MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted and replaced to address the issue. It was also reported that the patient's ipg was low on battery, and it was electively replaced during the same surgical procedure on (B)(6) 2024. Effective therapy was restored post-op.